Event description:
Event description cpi received information that the shocking portion of this endotak transvenous defibrillation lead was removed from service due to an insulation fracture. The physician stated, the insulation was worn exposing bare wire, causing several burn marks on the tissue. No further information is available.